Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded noisy signals on the right ventricular (rv) channel. Technical services (ts) reviewed the device data and determined that the noise on the shock channel is not uncommon, as the system is programmed with the rv coil to device configuration. Additionally, a red alert for high out of range shock impedance measurements was noted, and one anti-tachycardia pacing (atp) burst was delivered during a true atrial fibrillation (af) episode with rapid ventricular response (rvr). Ts provided recommendations for reprogramming the rate zones and testing. No adverse patient effects were reported. This ICD remains in service.